Manufacturer narrative:
The biomedical engineer reports that while doing preventative maintenance of their cns (central monitoring system), they swapped it out for another cns. Upon swapping out the cns, the customer had trouble viewing one of the bedside monitors on the cns. The customer was given several trouble shooting tips, from re-seating the network card, un-monitoring the bedside monitor, to re-booting the cns, however, the issue still remained. The customer was sent new software to install; however, this did not fix the issue. It was discovered by the customer that there was another cns on the same floor that had their remote alarm view on. Once the setting on the cns was removed, the other cns unit was able to view the bedside that it originally could not monitor. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that while doing preventative maintenance of their cns (central monitoring system), they swapped it out for another cns. Upon swapping out the cns, the customer had trouble viewing one of the bedside monitors on the cns.